Event description:
Per the clinic, the patient developed infection (purulent discharge), bleeding, inflammation, erosion and exposure of the electrode. Subsequently, the patient was placed under general anesthesia to explant the device. Reimplantation is planned but had not taken place at the time of this report.

Event description:
Per the clinic, the device was explanted on (B)(6) 2025 due to unknown reason.